Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-jul-2022, it was reported that on (B)(6) 2022, the patient's infusion set's tubing came off while she was fixing her tent. The site location was lower back of patient's hip. Reportedly, there was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.